Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifualg pump. The incident occurred in france. A livanova field service engineer was dispatched to the customer site. The cpu card and switch control were substituted and device returned to service. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, centrifugal pump does and control panel stop working. There was no patient involvement.

Manufacturer narrative:
H10: the control board (cpu hkr 0325) controls both the function of the display and corresponding board (hkd 0327) of the control panel and the function of the drive unit (motor control board zkr 0801). The push button switch is a small, sealed mechanism that completes an electric circuit when it is pressed. When it is in the "on" position, a small metal spring inside makes contact with two wires, allowing electricity to flow. When it's off, the spring retracts, contact is interrupted, and currently does not flow. If the switch does not properly latch, most likely its internal spring is faulty. A device service history review has been performed and identified that the unit was manufactured in 2020 and no other similar event has been reported, neither concerning trend has been identified. Based on the information available and on technical intervention done, the most likely root causes identified are the following: - defective spring of the push toggle switch that did not properly latch and caused the loss of power of the total cp5 system; - electrical failure of the control board hkr 0325 such as dirty/oxidized contacts.

Event description:
See initial report.